Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received an insulin flow blocked alarm when they tried to bolus. The customer's blood glucose level during the incident was 152 mg/dl. Troubleshooting was performed. The customer reported that the event was resolved by changing the complete reservoir and infusion set. The customer also reported that they had experienced a low blood glucose level of 48 mg/dl. The customer treated the low blood glucose with glucose tablets. The customer declined troubleshooting for the low blood glucose. The device will not return for analysis.